Manufacturer narrative:
(B)(4). Concomitant medical product: unknown zuk tibial component catalog # unknown lot # unknown, unknown zuk articular surface catalog # unknown lot # unknown. (B)(6). Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-00414, 0001822565-2018-00415.

Event description:
It is reported that the patient underwent knee revision due to unknown reasons. Patient was converted from partial to total knee arthroplasty. No further information has been provided.

Manufacturer narrative:
The complaint sample was not evaluated and the reported event could not be confirmed. A device history record (DHR) review was unable to be performed as the lot number of the devices involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.